Event description:
This complaint was identified during an assessment / remediation as part of asd (B)(4) related to inratio complaints received at the alere (B)(4) intake site that were not appropriately documented in the electronic case record for processing and escalation for reportability determination. The available information is limited and no additional information is able to be obtained. Notification received on (B)(6) 2010, that patient had unspecified discrepancies over several months; however, only one correlation provided. The inratio inr result was 1.4 and the laboratory inr result was 3.8. The patient was hospitalized for a brain hemorrhage. The exact date of results, hospitalization, treatment (if any) and discharge date are unknown. It is also unsure whether testing was performed correctly. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.